Event description:
It was reported that a user experienced difficulty visualizing the pump display due to a black/gray screen and reported episodes of hyperglycemia and hypoglycemia associated with exercise while using the ilet bionic pancreas. Symptoms included high and low blood glucose readings. Outcomes included transient interference with daily activities without reported medical intervention or hospitalization. Investigation included a review of user feedback and complaint handling with user education or troubleshooting performed. Investigation of this case revealed that the cause of the hyperglycemia and hypoglycemia was unclear and that no alerts or alarms were reported. It was concluded that the event was user-reported with cause undetermined and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.